Manufacturer narrative:
The vessel sealer extend instrument involved in this complaint has been received and evaluated by failure analysis (fa). The customer¿s reported complaint of "the vessel sealer blade would not retract and the vessel sealer had to be cut away from the patient." Was confirmed through logs, but could not be replicated during testing. The instrument was placed on the in-house system and passed the self-test. The instrument was found to have conductor wire or snake wrist damage. There was significant bio debris found at the instrument tip. The ceramic dots on the jaw were present. The knife slot test passed at 0.028. No blade issues were identified fa testing. No issues were identified with the instrument during fa. A log review revealed that the following messages occurred during the procedure: blade dislodged and blade jammed. The root cause of the reported blade issue is attributed to mishandling. A site complaint history review was conducted and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted for a procedure on (B)(6) 2021 on system sk3430. It was observed that there was no listed end of procedure time entry and there is an error 100 listed for a suj moving without being clutched on arm 2. There were also various other tool insertion failures along with specific vessel sealer entries. It was observed that no entry was found related to emergency stop (e-stop) being pressed by the user. Logged events were noted as being in line with normal system functionality. A review of the instrument logs was also performed. Single use vessel sealer extend (vse) pn: pn: 480422-01 // ln: m91201130 0015 // sn: (B)(4) was recorded as being used during this procedure. A backup vse instrument was also recorded. While not all other reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. An isi advanced failure analyst (afa) engineer conducted a vessel sealer extend log review and found that available logged events for the first vessel sealer extend instrument in question (*-0015) captured the blade jam and the following homing failure of the first instrument. Blade jams are typically a result of user error. A blade exposed should not cause the instrument to lock/result in the instrument having to be cut away from the patient. The emergency grip release would have had to be activated and the emergency stop (e-stop) button should have been pressed but there were no e-stop event(s) in the logs. The instrument & accessory user manual states: ¿warning: do not perform grip release on a non-faulted system without first pressing the emergency stop button. Failure to observe this warning may result in unintended instrument motion or damage to the grip release mechanism. For clarification, the end of procedure events were not showing up, likely due to date filters as the procedure ran past midnight (gmt) and ended approx. 01:21 gmt on (B)(6) 2021. Further, the only blade exposed message was recorded at 19:51:07 gmt on (B)(6) 2021 and the homing failure was recorded at 19:51:55 gmt. The generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. It was alleged that a vessel sealer blade would not retract and the instrument was, ¿cut away from the patient¿. It is unknown if the grips did not open after it had been working and clamped and could not be opened with the use of the emergency grip release function (e.g. Xi grip release slider) and it was unknown if additional troubleshooting was performed or if there was no impact to patient. Additionally, it is currently unknown if there was a successful confirmation signal following a sealing cycle attempt. Additionally, although esophagus tissue was cut away to retrieve a vessel sealer instrument that had its jaws stuck grasping tissue and the procedure was completed robotically, the amount of tissue removed is unknown. At this time, the cause of the alleged customer reported failure mode is unknown, what troubleshooting, if any, was performed by the customer, the type of tissue involved, severity, additional event details, the steps taken to address the issue, and medical intervention, if any, remain unknown.

Event description:
It was initially reported that during a da vinci-assisted surgical procedure, ¿the vessel sealer blade would not retract and the vessel sealer had to be cut away from the patient¿. The procedure was completed with no reported injury. On 24-mar-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the instrument ¿didn¿t cut tissue¿, the surgeon was working with esophagus tissue, the jaws would not open, and technical support was not called. Intuitive surgical, inc. (Isi) had reached out to the customer to obtain additional information but no further details were available.